Manufacturer narrative:
Zoll medical corporation has received the product.

Event description:
During biomed testing the device would not power on. There was no patient involvement in the reported malfunction.